Event description:
On (B)(6) 2013, a 21 mm epic valve (serial unknown) was implanted. On (B)(6)2018, the valve was noted to be stenotic. On (B)(6) 2018, the valve was explanted and replaced with a 19 mm trifecta valve. The patient is reported to be stable with no consequences reported. The weight of the patient has not been made available for this complaint.

Manufacturer narrative:
An event of stenosis was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.